Manufacturer narrative:
Date is approximate with month/year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a consumer who was implanted with an neuro stimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient was constantly/frequently going to the bathroom(fecal). Patient was set at program 2 and 0.75v. Patient also mentioned that she is thin so the ins pokes out. No allegation about the ins or erosion or of any issue. Patient just made a general comment about how the ins fits into her body because she is thin. On (B)(6) 2018, it was reported by the patient that they were having a problem with constipation and stated they have had their device since (B)(6) 2014 and that they have had extreme success rate as far as helping with symptoms. In 2017 the patient stated they had 83% success and in 2016 it was 85% so they have had excellent performance. The patient reported they used to have to take about seven senna laxative tablets and take the same amount of colace stool softener ever since or soon after the device was implanted. The patient reported they have had very good success and almost never had any soiling and could always tell when they needed to go to the bathroom. On (B)(6) 2018 the patient reported having an MRI of the brain. The patient stated the clinic turned the device off before their MRI. The patient noted they were told that turning their device off would delete all their programs except for their active program and the patient was advised by patient services that turning implant off did not delete the programs and that the settings were saved on the programmer and not the implant. The patient reported they went to their health care physician (hcp) and a manufacturing representative was present. The representative told the patient their programmer was okay and the settings were on program 1 at 0.95v. The patient stated they could not remember if that was the setting they were on before but since the representative said it was okay the patient assumed all the programs were there. The patient reported they have been changing the program and the amplitude correctly for the last several weeks to try to get the constipation under control and that they been trying suppositories and drinking lots of water, but nothing seemed to be able to get it back to where it was before they turned their implant off for their MRI. The patient stated they did not know what happened but they were not having the same performance that they always had and did not know what else to do. The patient reported they were thinking of going to get an enema because they just taking senna three days ago and that they did not take all 3 senna and colace at once; that they started taking them slowly. The patient again confirmed the reason they called was because the device was not helping with their constipation and that they have tried changing the programs and amplitudes but that didn¿t do anything. The patient also noted they were having leakage after the implant had been turned off and back on again for the MRI. The patient noted the representative was not aware of the issue they were calling about today because it happened after they saw the representative. The patient stated they received a follow up letter and reported they had sent it in the mail and that it would explain what happened as far as them having their device being turned off and back on. There were no further complications reported/anticipated. (B)(6) 2018 patlr (con): no new information was reported.